Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic was not authorized to evaluate/repair the device. A third party service provider found the mentioned issue. They removed and adjusted the analog interface (ai) printed circuit board (pcb) to resolve the issue. The ventilator was reported to be in working condition.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator generated error codes which rendered the ventilator on inoperable condition and stopped cycling during the extended self-test (est). The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the analog interface (ai) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.